Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) system analyzed due to diaphragmatic stimulation observed after shock delivery. Technical services (ts) reviewed the data and identified inappropriate anti-tachycardia pacing (atp) therapy and shocks due to atrial fibrillation (af) arrythmia with rapid ventricular response (rvr). In addition, pacemaker mediated tachycardia (pmt) was also identified. This left ventricular (lv) lead remains in service. No additional adverse patient effects were reported. Additional information was received and after extensive testing, the stimulation sensation was reported to not be related to the device. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated information in event description, coding and reporting decision. The complaint for the crtd had already been submitted. For this lead the complaint focuses on diaphragmatic stimulation and it does not require a MDR report. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) system analyzed due to diaphragmatic stimulation observed after shock delivery. Technical services (ts) reviewed the data and identified inappropriate anti-tachycardia pacing (atp) therapy and shocks due to atrial fibrillation (af) arrythmia with rapid ventricular response (rvr). In addition, pacemaker mediated tachycardia (pmt) was also identified. This left ventricular (lv) lead remains in service. No additional adverse patient effects were reported.